Event description:
Same cases as: 2134265-2015-00904 and 2134265-2015-00966. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. The motordrive unit (mdu) would stop performing automatic pullback sometimes. This occurred outside the patient. No patient complications were reported.

Event description:
Same cases as: 2134265-2015-00904 and 2134265-2015-00966. It was further reported that during percutaneous coronary intervention (pci), movement of the motordrive unit (mdu) would stop when an automatic pullback was performed. Subsequently, the ilab ultrasound imaging system was rebooted and reconnection of the coronary imaging catheter and sled was done, hence, the motordrive unit (mdu) was able to move again. The procedure was completed using the same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).